Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess the test wells images on the customers instrument on (B)(6) 2014.

Event description:
On (B)(4) 2014, a customer reported an unexpected (B)(4) screen when testing a blood sample on a galileo echo.